Event description:
The customer reported that a prolumen was used to perform a thrombectomy of an upper arm graft in 2005. During the thrombectomy procedure, the prolumen was activated and used in a backward and forward motion within a pseudoaneurysm. The s wire of the device became wrapped around itself. An attempt was made to remove the prolumen device by pulling on the device. When force was applied to removed the device the s wire snapped off and remained inside the graft. A kelly clamp was used to snare the s wire and remove it from the graft. No pt complications were reported.